Event description:
The reporter stated that the surgeon inserted an implantable collamer lens model icm120v4 and the lens rotated in the eye. The surgeon enlarged the incision to remove the lens and used a suture to close the incision. There was corneal edema and a corneal transplant was performed. They reported that there was an increase in the astigmatism due to the incision and suture. Planned therapy is re-implant an icl. It was reported it was either due to the cartridge or the icl.